Event description:
It is reported that the strand of gw from the kit is untangled. Per investigation, the returned wire shows evidence of use on a patient.

Manufacturer narrative:
The complaint of an unraveled guidewire was confirmed, and the cause appears to be use related. The product returned for evaluation was a 0.038" x 50 cm stainless steel guidewire. The wire was returned in a guidewire hoop, and was returned in an unraveled and elongated state. The weld tip was observed to remain attached to the distal end of the coil wire. Microscopic examination of the fracture regions revealed usage residue on the wire. Examination of the fracture edges of the core wire showed material necking on both ends of the fracture core wire. A single region of the weld tip was smooth and glossy in comparison to the surrounding material. The core wire failed through a tensile break which was likely causes as a result of withdrawing the guidewire back against the needle bevel. A lot history review (lhr) of huwh1852 showed no other similar product complaints(s) from this lot number.